Event description:
Patient reported left side rupture and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Patient reported left side rupture and pain. Device remains implanted.